Event description:
Litigation papers allege, the patient experienced pain and had high concentrations of various metallic elements in her blood as a result of the failed asr.

Event description:
Update: (B)(6) 2013 - medical records for both hips were obtained. Medical records indicate patient was revised on the left side due to glassy subfascial space from venting, black staining of the intraarticular space with granular type material and a thickened capsule. Upon revision of the left hip, no bone attached to the cup, dark tinged serosanguineous fluid and a dry, thickened capsule were found. Medical records indicate patient was revised on the right side due to a large effusion with turbid, gray to black stained fluid and extensive black changes of the capsule. Upon revision of the right hip, no bone ingrowth on the cup, blackened tissue, poor condition of the posterior capsule and heterotopic ossification were found. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.